Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken forceps. Probable root cause: excessive force applied by user, patient anatomy, portal location, incorrect instrument diameter/length, manufacturing/ servicing error, reprocessing/handling error, improper instrument selected, lack of maintenance, use error - attempting to cut improper materials. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the device broke during the procedure and potentially remains in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure and potentially remains in the patient.